Event description:
It was reported that issues started three (3) years ago with tissue receding around the implant at tooth site #3. The patient was recommended to use a water pick due to pressure and swelling. The implant remained implanted, however antibiotics were prescribed. The date of treatment of antibiotics is unknown as they were prescribed by a different doctor. Symptoms as a result of the event: inflammation.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost non-existent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: the initial report, MFR report number 0001038806-2024-00615 that was submitted on march 29, 2024 is a duplicate of MFR report number 0002023141-2024-01033. Therefore, this supplemental mw is being submitted as a retraction due to duplication of MFR report number 0002023141-2024-01033. No additional reports will be submitted under MFR report number 0001038806-2023-00567. The following sections are being reported: b4: date of this report was updated. B5: event description was updated. D3: manufacturer establishment name was updated/corrected. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated. H3 other text : summary investigation.

Event description:
This report is being submitted to retract the initial report, MFR report number 0001038806-2024-00615 that was submitted on march 29, 2024 under the wrong manufacturing site. This event has been resubmitted under the correct manufacturing site under MFR report number 0002023141-2024-01033.